Event description:
Information was received from a patient regarding an implanted infusion pump for cancer chemotherapy. The pump was used to deliver bupivacaine and unknown morphine. It was reported that their communicator did not hold a charge for very long. The patient stated that it took forever for the device to locate the pump and the screen go stuck at 90% when she was trying to connect to the pump. The patient stated that the device took forever to deliver the bolus and connect to the pump. Patient services assisted the patient with closing out of all running applications and assisted the patient with clearing data on the handset and power off the handset. Patient services asked the patient to plug the communicator into the outlet and communicator show the yellow battery light. Patient services reviewed meaning of the battery light indicator. Patient services asked the patient to power on the handset and unplug the communicator and connect with the myptm application and handset showed "no device found". Patient services reviewed device function. Patient services recommended charging the communicator to green and connect to the pump and call back for assistance if necessary. The patient could not connect to the pump due to the low communicator battery.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.